Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak from the plunger and rubber seal. The customer's blood glucose was 120 mg/dl at the time of incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used transfer guard only (reservoir not returned). Performed pre-fill reservoir test using a new lab reservoir, per dop114-811 and es9041. Found transfer guard no leakage anomaly during filling. Also perform visual inspection and found transfer guard¿s needle not centered. Transfer guard needle found not parallel to transfer guard body axis.